Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving morphine (5 mg/ml at 0.6102 mg/day) via an implanted pump. It was reported that the patient had lost a lot of weight and the pump was not comfortable where it was located, so the pump was surgically moved to a more lateral position for the patient¿s comfort. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.